Manufacturer narrative:
Date of death - estimated since unknown. Date of event - estimated since unknown. Akella, krishna, et al. Evaluating the role of transesophageal echocardiography (tee) or intracardiac echocardiography (ice) in left atrial appendage occlusion: a meta-analysis: journal of lnterventional cardiac electrophysiology (2021) 60:41-48, https://doi.org/10.1007 /s10840-019-00677-x

Event description:
It was reported via literature that death occurred. The purpose of this study was to compare transesophageal echocardiography (tee) and intracardiac echocardiography (ice) in endocardial left atrial appendage occlusion (laao). It was noted in studies that involved the watchman laa closure device, complications included death, vascular complications, pericardial effusion, thrombus, cerebral vascular accident (cva), cardiac tamponade and device leak.